Event description:
1 event description boston scientific crm received information that this device has programmed parameters that are different than expected. The nurse indicated she had turned the minute ventillation (mv) feature on at a previous visit. Today, a screen popped up on the programmer and stated mv had been interrupted. Previously, the lead safety switch (lss) occured on the ventricular lead (impedance issue) and the lead was subsequently replaced. The caller is unsure if the lss was ever reset. The patient was brought to the clinic and the mv was turned on following the lead revision. On the initial interrogation at a subsequent follow-up, there was a brady parameter warning message on the programmer. The caller cleared the message and attempted to turn lss and mv on and was unable to get mv on.